Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Per tm - I have a customer that experienced an issue with her mer roll stand (few years old) that lead to an accident and resulted in her hurting her shoulder. Sounds like one of the wheels has had a tendency to lock up.